Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was defective downstream occlusion(dso)sensor. This was determined to be a reportable issue. The downstream occlusion(dso) sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because it failed to downstream occlusion calibration. Upon physical inspection, a buckled upstream occlusion seal and a defective dso senso were found. There was no patient involvement, and no patient injury was reported.